Event description:
It was reported, non-holding of staples after stapling of a caesarean section wound, observation of disunity following childbirth. Procedure: c-section.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention done to the patient related to the use of the skin stapler? Was the stapling done by one or two individuals? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.